Event description:
Patient's linen wet near buttocks during linen change. Staff noticed urine dripping from electrical connection port of temperature sensing foley. Rn changed with another foley set. The problem was resolved. No harm to patient.